Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. ( the outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following information was provided from the initiator. - what type of the procedure was being performed? (Which part of the body?) ;ercp was performed for detailed examination of extrahepatic bile duct cancer. It was difficult to insert the guidewire into the bile duct by using a method of pancreatic guidewire cannulation. Therefore, insertion portion of the pancreatic duct had been incised. After the guidewire was successfully inserted into the bile duct, the procedure moved to incision of duodenal papilla. However, the clever cut was broken during the incision. Therefore, the target area could not be largely incised. Additional incision was not performed. Brush cytology by using a biopsy brush was performed. Erbd was performed to place the stent, and the procedure completed. - which electrosurgical unit was being used for the procedure? ;vio200s, erbe co., ltd. (B)(4) - what was the setting value for the cut mode and the coagulation mode? ; cut mode; endocut1, effect2, duration2, interval3. Coagulation mode; soft coagulation, effect5, maximum output 80w. - at what times did the reported event occur? (For example: how many minutes after the procedure started, did the reported event occur?) ;total procedure time : 15:03~15:54 the reported event occurred after 40 minutes procedure started. - which mode was being used when the event occurred? (Cut, blend or coagulation) ;cut mode - how was the wire contacting the tissue when the reported event occurred? ;see attached image. - what is the average activation time for the cut mode or the coagulation mode? How long is the maximum activation time? ;average 2-3 seconds. 5 seconds the longest. - other information to help performing an investigation while handling the device (during the preparation or the procedure);the subject device (clever cut) had been used for incision of insertion portion of the pancreatic duct. Also, the subject device was used twice for incision of duodenal papilla. The subject device could use without any problems during incision of insertion portion of the pancreatic duct. The attached image above revealed the breakage of the cutting wire and indicated no other abnormalities. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. - length of cutting wire - length of coated portion - operation of cutting wire based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. 3. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an endoscopic sphincterotomy using the subject device, the knife wire was broken off about 40 minutes after the surgeon used. Then, the forceps elevator of the olympus endoscope could not be moved. During the procedure the surgeon used the non-olympus generator, the olympus endoscope and another olympus knife. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation. Omsc found that the coated portion of the knife wire was torn, and the broken portion was scorched and melted. This is regarding the broken knife wire and the torn coated portion of the knife wire.